Event description:
The pt was revised because of decreased range of motion from oversized implants.

Manufacturer narrative:
Evaluation was possible, as the products were not returned. The initial reporting stated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported event; however, provided info indicates the size devices selected at the primary surgery did not achieve the desired range of motion. Based on the investigation findings, the need for corrective action is not indicated.